Manufacturer narrative:
Information pertaining to this event was previously reported in MFR. Report #3007566237-2017-00407. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 421 mcg/day. It was later reported that the patient was receiving lioresal 2000 mcg/ml at 488 mcg/day. The indications for use were intractable spasticity and other spasticity. It was reported that the actual residual volume (arv) was 1.4 ml, and the expected residual volume (erv) was 5.6 ml. The manufacturing representative said looking at the patients last refills, they had seen multiple discrepancies, but the manufacturing representative did not have details associated to the previous refills. The cause of the volume discrepancies was not known. The event date was unknown. The manufacturing representative was going to discuss options with the healthcare provider (hcp). It was initially reported that no troubleshooting was done with regards to the volume discrepancies. They were going to bring the patient back in early for their next refill, and they were educated on signs of overdose. However, it was later reported that the pump was replaced due to overinfusion on (B)(6) 2016. In the operating room, the catheter was not dripping, and a dye study showed catheter fracture. The catheter was also replaced. The patient¿s dose was reduced to 1000 mcg/day, and the patient was kept in the hospital for monitoring. It was noted that the patient had a history of frequent falls, and the patient fell 18 months ago (from (B)(6) 2016) and was in the hospital for two weeks. The patient had leg stiffness since. There were no further reported symptoms. It was unknown if the issue was resolved. The patient had a medical history of spastic familial paraparesis. Pathology had the pump and would not release it to the manufacturing representative at this time. They planned to send the pump back for analysis when they were done with it.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated troubleshooting and diagnostics included monitoring only and therapeutic change out (close to scheduled change). The cause of the volume discrepancies was the tubing from the device was cracked. The patient received a new pump and tubing. The patient did not experience any symptoms related to the volume discrepancies.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.